Manufacturer narrative:
Pump passed the displacement test and self test. However, moisture damage at electronic assembly. Also, moisture damage motor during visual inspection.

Event description:
The customer's husband was reported via phone call that the insulin pump was exposed to moisture and leak on reservoir compartment. The customer's blood glucose value was unknown. The customer also stated that fluid in the reservoir compartment. Customer was unsure if leak is past 1st or 2nd o ring. Customer states there is not an air bubble in the reservoir. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan. The insulin pump will be returned for analysis.